Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reposted that patient ipg would not communicate with the external devices. Patient had multiple unrelated surgeries in the near past and ipg was not placed in surgery mode. Troubleshooting did not resolve the issue. That is all the information available at this time.

Event description:
Additional information received that surgical intervention may take place to address the issue.

Manufacturer narrative:
Correction : the advisory statement for the fsca was not added in the initial report which is been added to this report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-operatively.